Event description:
It was reported that a spectrum pump displayed sys error 105 before first clinical use. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was not reproduced but confirmed through a review of the device event history log. Eval found a dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.